Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
The customer reported touchscreen will not calibrate. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.